Event description:
An alarm issue was reported with the adc device. Customer stated that their low alarm did not sound during the night and customer was not alerted of changes in glucose level. As a result, the customer experienced speech difficulty, unable to move, and loss of consciousness. Customer was seen at a hospital where an hcp meter reading of 31mg/dl was obtained. Customer was treated with sugar, intravenous dextrose for a diagnosis of hypoglycemia. The customer was still in the hospital at the time of the call. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.